Manufacturer narrative:
The medical device problem code was updated. The field service engineer replaced spare parts and performed multiple service actions. The instrument was replaced. No further issues were reported. The cause of the event could not be determined.

Event description:
We received an allegation about discrepant results for 1 patient's serum sample tested with elecsys total prostate-specific antigen (total psa) assay on a cobas e411 immunoassay analyzer. Initial result: 0.012 ng/ml. The patient questioned this result. On (B)(6) 2023: a new sample was drawn and tested. The 1st repeat result was 7.62 ng/ml. The original sample was then repeated and the 2nd repeat result was 6.55 ng/ml.

Manufacturer narrative:
The cobas e411 disk serial number was (B)(6). The last calibration was performed on (B)(6) 2023 (13 weeks before the event). The calibration signals were within the expected range. Qc trace looked good, however, qc was not performed on a daily basis. The customer was having issues with the sample rotor, sample/reagent probe, and reagent zeroing. The customer was also having errors regarding sample short and low level detection (lld). Checking the lld voltage and adjusting the sample/reagent needle was often done. Multiple spare part exchanges and maintenance had been performed. The investigation is ongoing.